Manufacturer narrative:
Concomitant medical products: 4592 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented complaining of fatigue. It was determined that the right ventricular (rv) lead exhibited unstable thresholds and intermittent loss of capture resulting in bradycardia. The magnet was placed over the system and the rv lead was subsequently reprogrammed and remains in use. No further patient complications have been reported as a result of this event.